Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected phone number.

Event description:
It was reported that during this case, while attempting to assemble the pinnacle dual mobility head into the liner with the bimentum liner head press, it was too difficult to squeeze. It could have been a faulty device or the instrument may be broken. 3-minute delay to surgery reported.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.